Event description:
It was reported that the user experienced sustained hyperglycemia after disconnecting the ilet to charge during a shower and not announcing a meal, with a reported blood glucose of 385 mg/dl and approximately 11 units on board following a recent supply change; trends began to flatten by the end of the call, and no alarms or alerts were reported. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution trending based on flattening glucose levels at the time of the call. Investigation included review of synced report logs, confirmation of insulin on board, and troubleshooting education provided with guidance to monitor and call back if glucose continued to rise. Investigation of this case revealed no device malfunction reported, with contributing factors including device disconnection and missed meal announcement, and no component-specific failure identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.